Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2000, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain"), arthralgia ("joint pain"), fatigue ("fatigue"), dysmenorrhoea ("unusual peroids with pain") and loss of libido ("libido is zero"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure (ess205) was removed in 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, arthralgia, fatigue, dysmenorrhoea and loss of libido outcome was unknown. The reporter considered abdominal pain lower, arthralgia, dysmenorrhoea, fatigue, genital haemorrhage, loss of libido and pelvic pain to be related to essure (ess205). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: pelvic pain, bleeding, lower abdomen pain, joint pain, fatigue, dysmenorrhoea, libido disorder". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2000, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain lower ("lower abdomen pain"), arthralgia ("joint pain"), fatigue ("fatigue"), dysmenorrhoea ("unusual peroids with pain") and loss of libido ("libido is zero"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure (ess205) was removed in 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, arthralgia, fatigue, dysmenorrhoea and loss of libido outcome was unknown. The reporter considered abdominal pain lower, arthralgia, dysmenorrhoea, fatigue, genital haemorrhage, loss of libido and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were described via social media: pelvic pain, bleeding, lower abdomen pain, joint pain, fatigue, dysmenorrhoea, libido disorder. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.